Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the package, a skive was observed on the dilator, which was present from the start. The direction of the skive was perpendicular to any actions taken during prep and was immediately noticed after insertion. Consequently, a new sheath was requested. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Event description:
It was reported that upon opening the package, a skive was observed on the dilator, which was present from the start. The direction of the skive was perpendicular to any actions taken during prep and was immediately noticed after insertion. Consequently, a new sheath was requested. The procedure was completed and there were no patient complications. The sheath was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the proximal inner diameter of the faradrive steerable sheath shaft noted excess adhesive in the location where the valve hub bonds to the sheath shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner diameter of the proximal end of the sheath.